Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 340 mg/dl with nausea, headache, symptoms of dehydration and an unspecified level of ketones associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. During troubleshooting with customer technical support (cts), it was revealed that the patient was using the cartridge per its instructions for use and the cartridge cap was secure. Reportedly, the user did not use a cartridge from a different box. Cts advised the user to try a cartridge from a new box. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.